Event description:
It was reported that a dialysis catheter had been placed in the pt's internal jugular 9 months ago. The clinician noticed a small crack in the red hub of the catheter. As a result, a catheter repair kit was used without incident. There was no delay in treatment, no pt death and no pt complications were reported. The pt outcome was fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.